Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Patient spouse reported replacement from textured to smooth due to the patient concern of the implant. Patient later reported "implant exchange due to the patient's concern with the product plus- inflammation in armpits, joint pain, sickness, and nodules in the breast area". The device remains implanted. This record relates to the left side.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: b5, h6.

Event description:
Patient's spouse reported ¿inflammation in armpits", ¿replacement from textured to smooth due to the patient concern of the implant", ¿nodules in the breast area¿, ¿replacement from textured to smooth due to the patient concern of the implant and the patient later reported "implant exchange due to the patient's concern with the product¿ and ¿emotional suffering", ¿abscesses in groin and armpits", ¿acne", "eczema". The device remains implanted and effected side is right side. The following events are not device related; "excessively heavy and painful periods¿, ¿joint pain¿, ¿hidradenitis suppurativa¿, ¿ovarian cysts rupture¿, ¿swollen lymph nodes in the neck" , ¿migraines", "unexplained heart palpitations¿.

Event description:
The device has been explanted.

Manufacturer narrative:
Clarification to h6 adverse event problem: healthcare professional reported new information which rules out lymphadenopathy (e0308 swollen lymph nodes). Upon further review of the reported events, abbvie medical safety has determined that "abscesses in groin and armpits" - captured under e172001 abscess - is not related to the device. There are no other serious, device-related events. This record is no longer reportable to the FDA and will be un-reported.

Event description:
Patient's representative reported left side "replacement from textured to smooth due to the patient concern of the implant". Later patient reported "inflammation in armpits", also reported the events of "sickness" and "nodules in the breast area" which are considered not device related. Later patient reported "acne", also reported "symptoms of hidradenitis suppurativa, a painful inflammatory condition that causes abscesses and inflammation in the groin and armpits", "ovarian cyst rupture", "excessively heavy and painful periods", "migraines have worsened over the years", "persistent eczema", "swollen lymph nodes in neck" and "unexplained heart palpitations" which are considered not device related. Later healthcare professional reported "concerns with the product (anxiety)", "absent nodules in breast area" and "absent swollen lymph nodes in neck". The device has been explanted.